Event description:
The account alleged that the head down dies not function. No injury reported.

Manufacturer narrative:
The account unplugged and then plugged the side rail cables back in and this resolve the issue.